Event description:
It was reported there were problems in inflating and deflating foley catheter balloon. The user had difficulties in verifying whether the balloon in the foley catheters was in good condition because it was very complicated to introduce the solution while filling it and the solution was coming out slowly while emptying it. Some catheters remained with the liquid inside and they were never empty. The customer stated that the balloon must be completely deflated when it was removed from the patient because if it was not deflated correctly, it could generate high-impact health risks.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive because poor sample condition. It was unknown whether the product had caused the reported failure. Based on the attached photo, no abnormalities and visual defect was observed on the sample and balloon inflated. However, the reported event could not be confirmed due to poor sample condition. Further functional testing could not be performed if only based on the attached photos. Therefore, the reported event is inconclusive due to poor sample condition. A potential root cause for this failure mode could be due to collapsed / pinched inflation lumen under the balloon or along the shaft. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: sterile unless package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon burst. Do not aspirate urine through the drainage funnel wall. Single patient use only. Do not reuse and resterilize. For urological use only. Use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported there were problems in inflating and deflating foley catheter balloon. The user had difficulties in verifying whether the balloon in the foley catheters was in good condition because it was very complicated to introduce the solution while filling it and the solution was coming out slowly while emptying it. Some catheters remained with the liquid inside and they were never empty. The customer stated that the balloon must be completely deflated when it was removed from the patient because if it was not deflated correctly, it could generate high-impact health risks.

Event description:
It was reported there were problems in inflating and deflating foley catheter balloon. The user had difficulties in verifying whether the balloon in the foley catheters was in good condition because it was very complicated to introduce the solution while filling it and the solution was coming out slowly while emptying it. Some catheters remained with the liquid inside and they were never empty. The customer stated that the balloon must be completely deflated when it was removed from the patient because if it was not deflated correctly, it could generate high-impact health risks. Per follow up information received via ibc on 26oct2022, it was stated that there catheter was not used on the patient and there was no damage to the patient. The problem was identified before the catheter was used in the patient.

Manufacturer narrative:
The reported event was inconclusive because poor sample condition. A potential root cause for this failure mode could be due to collapsed / pinched inflation lumen under the balloon or along the shaft. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "sterile unless package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon burst. Do not aspirate urine through the drainage funnel wall. Single patient use only. Do not reuse and resterilize. For urological use only. Use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.